Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown respiratory surgery, the suture was detached from the needle easily when the product was used and passed through the tissue. The product was used on the subcutaneous dermis. It was not a control release needle. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/30/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, the following was obtained: - could you please provide the lot number?=>unk. - please provide the source or name of person providing answers to follow-up questions:=>(B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.